Event description:
During biomed testing and routine preventative maintenance of the device, "status 66" and "status 105" messages were observed after a defibrillator discharge of energy. The complainant indicated that there was no pt involvement in the reported malfunction.